Event description:
Procedure type: stress ui / pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient is cystocele with stress urinary incontinence. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2007 ¿ underwent anterior colporrhaphy with pelvicol sling bladder suspension under general anesthesia complications post pelvicol implantation in 2007 ¿ urinary incontinence, unable to tighten her sphincter, some pulling in her abdominal and vaginal area¿ urine culture in 2007 shows presence of mixed urogenital flora - prescribed bactrim and levaquin. Recommended physical therapy. In 2009: left flank pain, problem with incontinence, urine culture presence of escherichia coli. Retroperitoneal ultrasound in 2009 for urinary tract infection shows postvoid residual estimated at 46 cc in the urinary bladder - recommended for physical. In 2010: urinary tract infection (uti), hematuria - urinalysis shows infection - urine culture on shows presence of escherichia coli - prescribed bactrim and diflucan. The outcome attributed to the device includes pain, erosion, urinary problem, infection, bowel problem, recurrence, bleeding, dyspareunia, and neuromuscular problems.